Event description:
It was reported the device was used during a laparoscopic hernia procedure. It was reported the surgeon had some successful firings of the ems, but then the device jammed. Another ems was opened and the procedure was completed. There was no consequence to the pt.